Event description:
It was reported that the patient presented with pocket erosion and infection. He was asymptomatic, despite loss of ventricular capture. At the time of explant, it was noted that the ventricular lead had sustained a fracture due to clavicular crush. The patient's condition remained stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.